Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a lead safety switch (lss) due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. Noise was observed in unipolar configuration and the lss was reset. A signal artifact monitoring (sam) alert was also reported. Threshold and sensing measurements were stable. A boston scientific technical services consultant discussed the reported clinical observations and stated that they could continue to monitor the patient as there was no noise in bipolar sensing. No adverse patient effects were reported.